Event description:
It was reported the customer passed away. Prior to the customer's death, the customer was not feeling well, and was vomiting. The infusion set was worn for two days and the cannula was bent when removed from the body. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.